Manufacturer narrative:
This event was also reported to FDA by the patient under voluntary report no. (B)(4).

Event description:
It was reported that a revision surgery was performed approximately 1 month after initial device implantation. Based on the available information, it is believed the patient has attempted to indicate a femoral neck fracture occurred leading to the revision surgery.